Manufacturer narrative:
Weight: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a cq2015a collamer three-piece lens, +25.0 diopter, in the patient's eye on (B)(6) 2016. The lens was intraoperatively removed on (B)(6) 2016 because of a lens tear. The reporter stated that the lens did not load correctly. There is no additional information at this time.